Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump repeatedly emitted loss of prime warnings despite cartridge changes. The reporter alleged that the user blood glucose (bg) reading was greater than 250 mg/dl; however, the bg reading did not exceed 500 mg/dl. No symptoms of hyperglycemia were reported. The alleged bg excursion does not meet animas criteria for a serious injury and is therefore not reportable as an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 - device evaluation: the device has been returned and evaluated by product analysis on 08/22/2014 with the following findings: a review of the pump¿s black box and alarm history revealed multiple ¿loss of prime¿ warnings for low non-zero force and zero force. The pump could not be exercised for 24 hours or perform bolus operations, due to immediate lost prime. The force sensor calibration was not within specifications. The pump was opened and a cracked force sensor flex was found, and confirmed when an intermittent open condition was observed while checking resistance of force sensor.